Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit discharges helium cylinder even if closed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit discharges helium cylinder even if closed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid

Manufacturer narrative:
Additional information: e1 (event site postal code: 52100). It was reported that the cardiosave intra-aortic balloon pump (iabp) discharges helium cylinder even if closed. The customer reported "helium leak". The problem was confirmed directly in the laboratory. A getinge field service engineer (fse) disassembly of the crankcase, replacement of the complete fill manifold . Functional checks and diagnostic tests. Preventive replacement of the o-ring connecting the trolley and the console was carried out. Regular operational tests. There was no patient involvement.